Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a patient with svt received a shock when in the vf zone. Technical services reviewed the session records and noted that the patient was in svt with varying rates, device appropriately diagnosed svt but eventually some of the atrial conduction rates were so fast that they caused the ventricular event to fall in the vf zone. The device delivered atp while charging and then delivered a 30j shock. The device was reprogrammed.